Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the distal conductor distorted, the inner tubing kinked/buckled and blood in/on the helix/lobe mechanism. The helix will not extend or retract due to distal conductor distortion within the connector. Damaged at implant.

Event description:
It was reported that during implant attempt, the helix was extended and retracted a couple times, but then the helix would not extend. The lead was not used. There were no patient complications reported as a result of this event.